Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. Pendant buttons were found to require a hard press and would often require the operator to let off and re-press the button. The pendant was replaced, and the issue was resolved. The system then passed the system checkout and was found to be fully functional. The mobile viewing station (mvs) pendant control was tested. Visual inspection confirmed instructional stickers on the front of the pendant. The functional and usability test failed. The right and left control buttons also failed. All other control buttons were found to function as expected.

Event description:
Medtronic received information regarding an imaging system. It was reported by the site that the gantry motion buttons on the pendant were found to be ¿sticking¿. After releasing the button, the gantry continued to move. This issue was noted outside of procedure and there was no patient present when this issue was observed.